Manufacturer narrative:
Date of event: the exact date of the event is unknown. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The complaint subject device was not returned; therefore, no physical or visual analysis of the product could be performed. An evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization procedure the beam of light converges and emerged from the top of the fiber and does not give enough energy. A new fiber was used to complete the procedure with no clinical consequences to the patient.

Manufacturer narrative:
Date of event: the exact date of the event is unknown.

Event description:
It was reported that during a photo selective vaporization procedure the beam of light converges and emerged from the top of the fiber and does not give enough energy. There is no report of injury to the patient or how the case was completed.